Event description:
Alleged the bed is stuck in trendelenburg. When the bed up function is pressed, the bed will rise but will run back down after the function switch is released.

Manufacturer narrative:
The facilities maintenance found when he tilted the logic board the bed would operate correctly. The facility has not completed repairs.